Event description:
Additional information was received from a consumer on 2017-feb-20. It was reported that the patient¿s pump stalled and quit working on (B)(6) 2016. It was noted that it was replaced on (B)(6) 2017 (note this is conflicting with the previous report that it was replaced on (B)(6) 2017). It was stated that the patient registration services implant date was (B)(6) 2017 and had changed several times and the patient was frustrated with the process. It was indicated that the pump was used to deliver dilaudid and baclofen at an unknown concentrations and doses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving dilaudid [10 mg/ml] at a dose of 0.480 mg/day at simple continuous infusion mode via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on 2017-jan-18 that the doctor noted a motor stall after he interrogated the pump during an appointment on (B)(6) 2016. There were no known events noted per the patient regarding any environmental/external/patient factors that may have led or contributed to the issue. Any diagnostics/troubleshooting performed were unknown. Surgical intervention occurred to resolve the issue as the pump was replaced on (B)(6) 2017. The return status of the pump was unable to be determined as the hospital had possession of the product. It was indicated that the issue was resolved at the time of the report and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the previous report that surgical intervention occurred).